Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (2 grams; route, frequency, and duration not reported) and injection fortum (1 gram twice daily; route and duration not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.